Event description:
Report received of leakage at the reseal of a male adapter plug. It was reported that a pt in the nuclear medicine department was being injected with an unspecified radioactive isotope via a male adapter plug. The department uses bd precision glide 21 or 23-gauge needles for the injections. Reportedly, three consecutive leaks occurred involving the same pt. It was reported that a few drops of radioactive material leaked where the needle enters the reseal of the male adapter plug with the initial accessing of the plug. It was unk by the customer exactly where needles were inserted on the reseal plug that lead to the leaks. When the leaks occurred the male adapter plug was changed out. There was no reported pt harm or adverse pt effect. Although requested, no additional info was available.